Event description:
A report was received regarding needlestick injury that occurred at the user facility. At the conclusion of an infusion the nurse activated the safety feature of the device. The device was not captured and the nurse was stuck by the exposed needle. The clinician is reported to be receiving medical treatment consistent with blood exposure.

Manufacturer narrative:
Device eval: one used product sample was received for eval. Visual inspection and functional testing found the returned sample to operate as intended and fully capture into the safety mechanism without issue. There was no evidence to suggest the event was caused from an intrinsic defect in the product.